Event description:
Charge rn and primary rn took patient to CT scan. Patient became unstable and ultimately coded and died in CT. Tram and brick were brought with for the road trip per standard practice, but upon return to micu, the brick would not load information (from entirety of time away from unit, ~2300-0015) into epic. CT staff, epic representative, and biomed all consulted to try to retrieve vital sign information. Eventually, biomed was able to load information from the brick onto a tram, but these vital signs were not accurate and did not match the vital signs witnessed by staff during the code. After consulting with the ad rep, the primary nurse simply wrote a note describing the vital signs and events that transpired and brick was sent to biomed for repair.